Event description:
It was reported that after rezum therapy the patient had a catheter placed for 5 days. Two days after the removal of the catheter the patient could not urinate and went to emergency room. A second catheter was placed and one week later, the physician removed the second catheter and the patient experienced intense pain urinating and intense urinary frequency. The patient is currently experiencing intense frequency in urinating (urinating 4 to 5 times per night), pain and sensitivity behind the glans and on sides of the shaft and corporal body. The patient is experiencing erections 4 to 5 times per night that are painful until the patient is able to urinate, and the erection goes away. The patient has been in contact with physician and has regular follow up visits. The doctor has prescribed antibiotic treatment and recommended cystoscopy which the patient has not agreed to yet.

Event description:
It was reported that after rezum therapy the patient had a catheter placed for 5 days. Two days after the removal of the catheter the patient could not urinate and went to emergency room. A second catheter was placed and one week later, the physician removed the second catheter and the patient experienced intense pain urinating and intense urinary frequency. The patient is currently experiencing intense frequency in urinating (urinating 4 to 5 times per night), pain and sensitivity behind the glans and on sides of the shaft and corporal body. The patient is experiencing erections 4 to 5 times per night that are painful until the patient is able to urinate, and the erection goes away. The patient has been in contact with physician and has regular follow up visits. The doctor has prescribed antibiotic treatment and recommended cystoscopy which the patient has not agreed to yet.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.